Event description:
After engaging the 6f jl 4.50 brite tip guiding catheter (gc) to the coronary artery, the physician was inserting a guide wire (gw), but there was friction delivering the gc. Therefore, the physician tried to insert the gw by turning the gc's hub, but the gw became stuck at the hub and there was difficulty advancing the gw. The hub separated from the shaft. A different guiding catheter was used instead and the procedure was finished successfully. There was no reported patient injury.